Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the account was changing the patient to the bed of the hospital and the flowmeter stopped working, the flow did not show. The account changed the flow meter but the situation still occurred, the account decided to change to the backup console. No further information was provided.

Manufacturer narrative:
Section g1, g2, d3: correction.

Manufacturer narrative:
Section h4: additional information. Manufacturer investigation conclusion: the reported event of no flow displayed was confirmed via the downloaded log file. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned to the edc belgium and was evaluated. A log file was downloaded from the console and the reported event was able to be confirmed via analysis of the log file. A review of the log file showed that on (B)(6) 2019 at 12:10, a ¿can bus send error¿ was active with the sub fault ¿sf_flow_other¿. This triggered a ¿system alert: s3¿. The ¿can bus send error¿ occurred immediately after the user began to decrease the motor speed from 3100 rpm to 0 rpm. Following the error, the flow remained being displayed at 0 lpm. The console was powered off on (B)(6) 2019 at 13:24. The console was tested with a test motor and flow probe. The motor speed was set to 3100 rpm with a respective flow of 3.1 lpm. The s3 alarm was unable to be reproduced. The console always operated as intended and no anomalies were found. Preventative maintenance including a safety test and battery maintenance will be performed. The root cause for the reported event was not conclusively determine through this analysis; however, per review of the downloaded log file, the observed can bus error may have contributed to the reported event. Reports of similar events will continue to be monitored. No further information was provided. The manufacturer is closing the file on this event.